Event description:
It was reported via clinic notes received that a vns patient was going to be sent to have a prophylactic battery replacement .the patient reported on (B)(6) 2012 had 30-50 seizures. It was reported that their vns was implanted (B)(6) 2011 and had 30% left on the battery. The patient's explanted generator has been returned for analysis and at this time it is not completed. Good faith attempts have been made in regards to their seizures and no further information has been attained at this time.

Event description:
Product analysis was completed on the returned generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. However, at the conclusion of the output monitoring, the intensified follow-up indictor (ifi) was set. Results of the diagnostic testing indicated the device was operating properly. The data in the diagaccumconsumed memory locations revealed that 73.059% of the battery had been consumed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage value stored within the generator (2.825 volts reported during fet (measured diagvbat)) suggests a near ifi battery partially depleted condition. There were no performance or any other type of adverse conditions found with the pulse generator.